Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g4, g7, h2, and h10. Based on the investigation results and internal risk summary tool, this supplemental report is to inform that upon further review, this is not a reportable malfunction or a potential adverse event. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. The user facility reported that the issue was resolved. It is unknown what steps were taken to resolve the reported issue. If additional information becomes available, a supplemental report will be filed.

Event description:
The customer reported that they had an intermittent image issue during a procedure using a colonovideoscope. The image went black, and then back on again during the procedure. The device was inspected and no obvious abnormalities were noted. The procedure was completed using the same device and there was no patient harm /injury related to the reported event. No additional information has been obtained.